Event description:
Consumer was using the tooth and tongue toothbrush and after a few weeks, she noticed bristles would stay in her mouth after brushing her teeth.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.